Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 16969370.

Event description:
It was reported that the patients device was no longer relieving his pain. The patient underwent a full system explant procedure. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.